Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4), the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. A device history record review was performed on two potential lot numbers, and no relevant findings were identified. An investigation was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. The investigation identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.